Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of allergy to metals ("allergy to nickel") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced malaise ("an overall sense of not feeling well"). In (B)(6) 2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with pruritus generalised and blister. The patient was treated with surgery (removal of inserts on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals and malaise outcome was unknown. The reporter provided no causality assessment for allergy to metals and malaise with essure. The reporter commented: two months after placement of essure inserts, the patient started to experience marked pruritus with small white vesicles. After consulting a dermatologist and a psychiatrist, she was informed that it was due to stress. The symptoms however worsened as the months passed. In (B)(6) 2016, another consultation in dermatology led to disclosure of an allergy to nickel. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 19-apr-2017: quality safety evaluation of ptc. Company causality comment: this medically confirmed report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced allergy to nickel. The device was removed. Approximately 2 years after placement. This event is anticipated according to the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, the patient developed pruritus 2 months after device insertion and later nickel allergy was diagnosed. Given this positive temporal relationship and event's nature, a causal relationship with the suspect insert cannot be excluded. Since device removal was required, this case is regarded as incident. According to the product technical analysis, a product quality defect could not be confirmed but was considered plausible. Follow-up information is being sought.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of allergy to metals ("allergy to nickel") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced malaise ("an overall sense of not feeling well"). In (B)(6) 2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with pruritus generalised and blister. The patient was treated with surgery (removal of inserts on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals and malaise outcome was unknown. The reporter provided no causality assessment for allergy to metals and malaise with essure. The reporter commented: two months after placement of essure inserts, the patient started to experience marked pruritus with small white vesicles. After consulting a dermatologist and a psychiatrist, she was informed that it was due to stress. The symptoms however worsened as the months passed. In december 2016, another consultation in dermatology led to disclosure of an allergy to nickel. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 29-may-2017 for the following meddra preferred term: allergy to metals: the analysis in the global safety database revealed 258 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 26-may-2017: the reporter did not response to follow-up attempts. No further information is expected. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of allergy to metals ("allergy to nickel") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient started essure. In (B)(6) 2016, the patient experienced allergy to metals (seriousness criteria medically significant and clinically significant/intervention required) with pruritus and blister. On an unknown date, the patient experienced malaise ("an overall sense of not feeling well"). The patient was treated with surgery (removal of inserts). Essure was withdrawn. At the time of the report, the allergy to metals and malaise outcome was unknown. The reporter provided no causality assessment for allergy to metals and malaise with essure. The reporter commented: two months after placement of essure inserts, the patient started to experience marked pruritus with small white vesicles. After consulting a dermatologist and a psychiatrist, she was informed that it was due to stress. The symptoms however worsened as the months passed. In (B)(6) 2016, another consultation in dermatology led to disclosure of an allergy to nickel. Company causality comment: this medically confirmed report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced allergy to nickel. The device was removed. This event is anticipated according to the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, the patient developed pruritus 2 months after device insertion and later nickel allergy was diagnosed. Given this positive temporal relationship and event's nature, a causal relationship with the suspect insert cannot be excluded. Since device removal was required, this case is regarded as incident. A product technical analysis and follow-up information are being sought.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of allergy to metals ("allergy to nickel") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced malaise ("an overall sense of not feeling well"). In (B)(6) 2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with pruritus generalised and blister. The patient was treated with surgery (removal of inserts on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals and malaise outcome was unknown. The reporter provided no causality assessment for allergy to metals and malaise with essure. The reporter commented: two months after placement of essure inserts, the patient started to experience marked pruritus with small white vesicles. After consulting a dermatologist and a psychiatrist, she was informed that it was due to stress. The symptoms however worsened as the months passed. In (B)(6) 2016, another consultation in dermatology led to disclosure of an allergy to nickel. Most recent follow-up information incorporated above includes: on (B)(6) 2017: onset date of event not feeling well ((B)(6) 2015) was added, removal date of essure ((B)(6) 2017) was added. Company causality comment: this medically confirmed report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced allergy to nickel. The device was removed. Approximately 2 years after placement. This event is anticipated according to the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, the patient developed pruritus 2 months after device insertion and later nickel allergy was diagnosed. Given this positive temporal relationship and event's nature, a causal relationship with the suspect insert cannot be excluded. Since device removal was required, this case is regarded as incident. A product technical analysis and follow-up information are being sought.